Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/07/2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data was provided for investigation. Problem could not be confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test: passed. Performed pairing test: passed. Performed share log review and no data available. Performed bin file review: contains no issues related to the customer complaint. The problem is not confirmed because the transmitter has no issues related to the customer complaint the root cause could not be determined.